Event description:
The catheter was thought to be separated from the adapter because it could not be located. X-rays were done, and could not locate the catheter in the patient. Later the catheter was found in the safety barrel.

Manufacturer narrative:
Results: received one used unit for the investigation. Our quality engineer visually and microscopically inspected the returned unit, and confirmed catheter/wedge back out. The device history was reviewed for the reported lot number 7337498 and no irregularities were noted during the lot's manufacture. Conclusions: the engineer concluded that this incident was manufacturing related. A wedge back-out occurs when the depth of the adapter is not swedged sufficiently to maintain the required fit between the wedge and the adapter. When this defect occurs, the wedge and tubing are likely retracted with the needle into the safety chamber. CAPA was initiated in 2008 to address complaints for catheter separation. This corrective action also affects wedge back-out complaints. The CAPA's plan is to develop a new vision inspection for swage pin diameter, and implement a procedure to inspect the pin holder and pin for wear.